Event description:
The customer reported that during use in a hip resection procedure, the handle stuck and the jaws could not be opened and closed. The surgeon tried to open the device by applying force to the handle, but the jaws would not reopen. It is unknown if the device was applied to tissue at the time, and if so, how the device was removed from the tissue. Another device was opened and used to complete the procedure. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.